Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced smelly insulin and that the infusion set had been leaking which occurred on (B)(6) 2025, which resulted in elevated blood glucose levels to (350 mg/dl) for less than 90 minutes. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.